Event description:
Event description boston scientific received information that, at a device follow-up appointment for this implantable cardioverter defibrillator (ICD) 6 months ago, the monitoring voltage was 3.0 volts and the charge time was 7.0 seconds. It was reported that the monitoring voltage is now 2.74 volts with a 27.1 second charge time.